Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left iliac vein artery. A 16-4/5.8/75 xxl esophageal balloon was advanced for post-dilatation. However, the balloon ruptured while deflating and the blood got into the inflation device the procedure was completed with another of same device. No patient complications were reported and the patient's status was fine.